Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Patient¿s right knee was revised due to suspected loosening of the tibial tray and related pain. Received medical records indicate the patient tested negative for infection and the central stem was not cemented in initially. The stem made contact with the lateral corticalis of the tibia as a result of the displacement of the plateau and it was there that the patient principally had pain. Operative notes state in conclusions "there has probably been aseptic loosening of the plateau on the right side following the replacement a year ago of the total prosthesis implanted in the patient¿s right knee joint. We have replaced the plateau of the tibia and also now cemented the stem into position. The tuberosity has been securely attached following the osteotomy". No products were returned to depuy. No conclusions could be drawn from the received x-ray images due to poor image quality. The patient is a reported (B)(6) male. Patient weight, height, activity level were not reported. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Patient¿s right knee was revised due to suspected loosening of the tibial tray and related pain. Received medical records indicate the patient tested negative for infection. No products were returned to depuy. No conclusions could be drawn from the received x-ray images due to poor image quality. The patient is a reported 59 year old male. Patient weight, height, activity level were not reported. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Right knee revision due to loosening.